Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4.1 retractor band was broken. A field service engineer (fse) replaced the retractor band to resolve the issue and tested through hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary entire drawer was down in the machine and message displayed next to location of drawer/pocket failed and unable to connect to bus. The customer tried to reboot, but the problem was not resolved. There were no adverse events or injuries reported based on this event.